Event description:
It was reported that the tip of the guidewire was rounded and unable to pass through the tip of the dilator. The tip of the dilator spread over time and was able to be inserted. There was no reported patient injury. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of difficulty advancing the dilator over the guidewire was confirmed and the cause appeared to be use-related. The product returned for evaluation was one stainless steel straight guidewire. Blood residues were observed along much of the wire length. Multiple bends were observed near both weld tips. Microscopic inspection of the sample revealed multiple misaligned coils within the bent regions. The bends and coil misalignments were consistent with device manipulation/insertion against resistance. The blood residues suggested that manipulation occurred during device use. The observed deformation may result in difficulty advancing the vessel dilator over the guidewire. H3 other text : evaluation findings are in section h11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the tip of the guidewire was rounded and unable to pass through the tip of the dilator. The tip of the dilator spread over time and was able to be inserted. There was no reported patient injury. No other information provided.